Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 210 dialyzer. Incident occurred at the start of the pt's treatment and was noted on leak alarm. Blood leak was verified with positive hemastix. Blood was not returned to the pt, with an estimated blood loss of 150cc. Hcp stated treatment was not resumed at this time due to the pt's complaints of nausea, dizziness, and shortness of breath. The pt was sent to the emergency room for eval. Hcp stated that the pt was not admitted and no treatment was rendered. This pt came back to the dialysis center for treatment, which was initiated with new disposables and completed without incident.